Event description:
On (B)(6) 2010 the patient was implanted with a gore® tag® thoracic endoprosthesis (tgt3415/7346686) to treat a dissection. It was reported that on (B)(6) 2015, the patient has a continued dilation of false lumen proximal to the originally placed device and received a reintervention to complete an interval carotid subclavian bypass. It was reported the physician extended the ascending aortic graft concurrently bypassing the innominate and left carotid arteries from the ascending graft under cardio pulmonary bypass. Next, the physician deployed a tgu373715/13733043 under direct visualization and anastomosed the ascending aortic graft to the tgu373715. The patient tolerated the procedure. It was reported by the physician that the original device is intact and did not contribute to the deterioration of the patient¿s aortic arch.

Manufacturer narrative:
Concomitant products: pravastatin, acetaminophen, lisinopril, aspirin, levothyroxine, hydralazine, gabapentin, sulfamethoxazole, amlodipine, carvedilol, fluticasone. The review of the manufacturing paperwork verified that the lot(s) met all pre-release specifications. According to the gore® tag® thoracic endoprosthesis instructions for use, the gore® tag® thoracic endoprosthesis is intended for endovascular repair of aneurysms of the descending thoracic aorta. Patient disease progression; continued proximal dilation of false lumen.